Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was rising and lead impedance was beyond the expected upper range. The pacing capture threshold in the rv was elevated.

Event description:
It was reported that the right ventricular (rv) lead impedance had steadily increased. The rv capture threshold had also increased and is now high. The rv lead is suspect of a possible fracture. The rv lead was capped and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.